Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device displayed an error message (sf147) related to the main blower. Visual inspection revealed water damage within the pneumatic block. Device was deemed beyond repair and scrapped per customer's request. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). There was no patient harm or serious injury reported as a result of this incident.